Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 pl/wg needle hub separated. The following information was provided by the initial reporter: material no:928858, batch no: 0006883, unknown. It was reported that the shields are hard to remove and the needle hub stays in the shield.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0006883. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0006883, medical device expiration date: 2025-01-31, device manufacture date: 2020-01-06. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 pl/wg needle hub separated. The following information was provided by the initial reporter: material no:928858 batch no: 0006883, unknown. It was reported that the shields are hard to remove and the needle hub stays in the shield.